Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05596, 1225714-2014-05597, 1225714-2014-05598, 1225714-2014-05599, 2937457-2014-01429 and 2937457-2014-01430.